Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46 mg/dl. Bg was addressed with sugar snacks and setting a temporary basal rate. The customer believed the basal rate needed to be adjusted. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.